Event description:
Customer reported a discrepancy between the displayed and actual pump time, which was greater than five minutes, but did not know the cause. There was no adverse impact on the customer's blood glucose level, as previous settings did not result in extreme values. Upon receiving assistance, the customer updated the pump time and was advised to monitor for recurring discrepancies. The customer acknowledged the advice and agreed to follow up if the issue reoccurs.